Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were elevated due to the occlusion alarms; no exact bg value was provided. A correction bolus was delivered to address the bg level. The customer cleared the occlusion alarms and resumed insulin deliveries to resolve the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer was to continue using the pump for insulin therapy.